Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot # b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the patient) alleging that a cartridge had leaked. According to the reporter, the pt noticed the issue when filling and did not use the cartridge. The reporter did not allege any harm or injury because of the reported issue. The reporter and/or pt did not save the cartridge for return to animas. The animas representative involved in this contact advised the reporter to tell the pt to use a back up plan for insulin delivery. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter alleged that a cartridge had leaked. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not allege any harm or injury because of the reported issue.